Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts information to repair the device and further troubleshoot the issue. The third party biomed later informed that the no energy output failure was resolved with replacement of the therapy pcb assembly. However, after replacing the therapy pcb assembly, clearing the event codes in the memory and calibration, the device was having further issues. Physio-control collaborated with the biomed to assist in finishing the device repair correctly. Physio will confirm proper device operation through functional and performance testing before returning it to the customer for use.

Event description:
It was reported that the device logged several event codes in the memory and there was no actual energy output measured during testing with an analyzer even though the device charged the energy and showed it as being delivered. There was no pt use associated with the event.